Event description:
Pt had iabp placed 7/31/96 via left femoral artery. No unusual occurrences during pumping. On 8/5/96, pt had adequate improvement to have device removed. During removal, resistance was encountered. Pt taken to or for surgical removal, large 3" x 1/2" dark red brown solid clot noted within iabp catheter.